Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding'), coeliac disease ('autoimmune disorder: celiac disease') and autoimmune thyroiditis ('hashimotos thyroiditis') in a (B)(6) year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hearing loss and premenstrual syndrome. Concurrent conditions included bursitis, enterocolitis, hypothyroidism, spotting vaginal, pain in hip, pelvic pain, pelvic discomfort, endometriosis, nabothian cyst, cervicitis, fibrosis, pelvic hematoma, right lower quadrant pain, elevated liver enzymes and swelling abdomen. Concomitant products included ethinylestradiol; etynodiol diacetate (zovia) from (B)(6) 2014 to (B)(6) 2015 for birth control as well as ibuprofen, levothyroxine, paracetamol (pain relief), paracetamol (tylenol) and progesterone since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy:- unable to wear earnings"), rash generalised ("general rashes"), migraine ("migraines"), headache ("headaches"), paraesthesia ("pins and needles sensation"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain/ cramping"), 15 days after insertion of essure. On (B)(6) 2016, the patient experienced coeliac disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("ibs") and back pain ("back pain") and was found to have progesterone decreased ("hormonal changes: low progesterone"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved and the coeliac disease, autoimmune thyroiditis, progesterone decreased, vaginal haemorrhage, menorrhagia, allergy to metals, rash generalised, migraine, headache, paraesthesia, dysmenorrhoea, fatigue, irritable bowel syndrome, bladder disorder, urinary tract disorder, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune thyroiditis, back pain, bladder disorder, coeliac disease, dysmenorrhoea, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, paraesthesia, pelvic pain, progesterone decreased, rash generalised, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. X-ray - on (B)(6) 2018: confirms presence of 2 essure devices in pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: pain, abnormal bleeding (general)/ heavy bleeding, hormonal changes: low progesterone, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy: unable to wear earnings, autoimmune disorder: celiac disease, general rashes, migraines, headaches, pins and needles sensation, dysmenorrhea (cramping), fatigue, weight gain, ibs, hashimotos thyroiditis, bladder problems, urinary problems, back pain and lower abdomen pain/ cramping. Medical history, concurrent condition, concomitant medication and laboratory data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.